Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was confirmed through an event history log review. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, two increased intra-peritoneal volume (iipv) event(s) was identified which occurred in the therapy initiated on (B)(6) 2013 21:34:00. During night drain cycle four, the patient's ultrafiltration reading was 769ml, indicating the home patient (hp) drained 769ml more than their maximum programmed fill volume of 900ml. No additional information is available.